Manufacturer narrative:
(B)(4). The customer reported the battery charge led was amber. There was no report of pt involvement. A philips field svc engineer went to the customer site and verified the failure. The unit failed to power up on battery power. Replacement of the battery resolved this issue.

Event description:
The customer reported that the battery charge led was amber. There was no report of pt involvement.